Manufacturer narrative:
Concomitant medical products: 2477-0007;1 bd 10ml syringe; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Race: caucasian.

Event description:
It was reported that while patient was receiving packed red blood cells (prbc), the pump alarmed air-in-line. The nurse opened the door and saw tiny bubbles in the tubing. Thereafter, the nurse took the tubing out of the pump and tried to flick the air bubbles the tubing then separated at safety clamp and a small amount of blood sprayed onto the nurse's forehead and side of the cheek. The nurse denied blood exposure into her mucous membranes. The event cause minimal delay in care and there was no patient harm.

Manufacturer narrative:
Additional information: d.11. The customer¿s report that the tubing separated was confirmed to be a separation between the silicone segment and lower fitment. Visual inspection observed that the suspect set silicone segment was separated from the lower fitment. Functional testing could not be performed on the used suspect set due to the set's separation and obvious leaking that would occur due to the separation. The root cause of the separation could not be definitively determined.

Event description:
It was reported that while patient was receiving packed red blood cells (prbc), the pump alarmed; air-in-line. The nurse opened the door and saw tiny bubbles in the tubing. Thereafter, the nurse took the tubing out of the pump and tried to flick the air bubble. The tubing then separated at safety clamp and a small amount of blood sprayed onto the nurse's forehead and side of the cheek. The nurse denied blood exposure into her mucous membranes. The event caused a minimal delay in patient care, however; there was no patient harm associated with this event.